Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional customer contact phone: (B)(6) a getinge field service engineer (fse) stated, he cleaned the display and reseated it multiple times which didn't resolve the issue of touchscreen not reacting. Video generator board ordered. Fse cleaned the display and reseated it multiple times which didn't resolve the issue of touchscreen not reacting. Replaced the video generator board and touchscreen assembly which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: touchscreen assembly (qty.(B)(4) and htc (qty.(B)(4) these parts were received with a reported unit failure message of touchscreen was not working and replaced exec. Processor board as due to age. Performed visual inspection of these parts received and both part looks to be in good condition. Installed the touchscreen assy, into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of touchscreen not working. Touchscreen assy, failed testing. Sending touchscreen assy, to the supplier for failure analysis as per procedure 0002-07-d008 rev an. Htc (qty.(B)(4) was returned because of the 8 year replacement of the watchdog timer. This board will be scarpping as per producer 0002-07-d008 rev an. The following part is no longer going back to supplier for further investigation: touchscreen assembly the final investigation completed. Retaining this part in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.